Event description:
The consumer burned her cornea as soon as she placed her contact lens in her eye after using the clear clear contact lens cleaning & disinfecting solution. She rinsed her eye with cold water. This was the first use of this product, which was properly sealed. She had held the contacts in the case overnight, but did not have the neutralizing disc in the case. She said there was a warning about not using the solution directly in the eye, but there was no warning on the label that the solution in the case could burn the eyes if not neutralized.